Manufacturer narrative:
A medwatch report was received by spectranetics on (B)(6) 2015. Several attempts to gather further information from the facility were not successful. If more information becomes available, a follow-up report will be submitted. A review of the device's manufacturing history revealed no issues during the manufacturing process that would have caused or contributed to the issue described in the complaint. (B)(4).

Event description:
During a peripheral vascular intervention case to treat a thrombosed fem-pop graft, the qc broke off in the vasculature requiring surgical intervention to remove the piece.

Manufacturer narrative:
Type of reportable event corrected; evaluation codes updated to include device and patient codes.